Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, the dso (downstream occlusion sensor) seal had a bubble, the lcd lens was scratched. The customer stated problem was duplicated. The air detector failed during testing, was inoperable. The sensor was replaced duirng the repair process. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited air in line alarm. No patient was involved in this event. No adverse effects were reported.